Event description:
Caller reported that a malfunction occurred with their pump, specifically displaying malfunction code 16. Despite the issue, there was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.